Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited non capture and impedance measurement > 3000 ohms one month post implant. The lead was removed and a new lead implanted.